Event description:
Customer notified sales rep that pt experienced a wound dehiscence. Investigation revealed that pt was 7-10 days post laparotomy. Surgical mesh was employed to correct a 6cm x 4cm fascial dehiscence from the initial surgical procedure. One day following repair, the mesh was noted to be tearing from a point just lateral to the central plane of the mesh. The tear was propagating with threatening evisceration. The pt was returned to the or for repair with a different mesh product. Pt tolerated the surgical procedure, however 7 days post surgical procedure, the pt expired due to unrelated causes.